Manufacturer narrative:
Retainer = black customer complaint about pump error alarms on (B)(6) 2022. The device passed the displacement test, and self-test. The device powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected multiple pump error alarms were noted. No unexpected pump error alarm noted during testing. However, the history was download successfully using thus software. Long history file confirmed pump error 68 on (B)(6)2022 06:37:14:000 pm, pump error alarm on (B)(6) 2022 06:47:04:000 pm. Unit received with high sleep current measurement due to moisture damage. The device was cut open to perform visual inspection and found moisture damage on the electrical board 1 and 2 force sensor / motor. The following were noted during visual inspection, fading serial number label. The device p-cap / test reservoir locks in place properly. Device was not confirmed for pump error alarm anomalies due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Insulin pump had multiple insulin pump errors. Fill cannula was recorded in daily history. Product was been returned for analysis.

Event description:
Information received by medtronic indicated that the customer received a pump error 68 along with a pump error 75. Troubleshooting was performed and the alarm was cleared successfully. The pump was able to complete the rewind. However, the pump did not pass the self-test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.